Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from french to english: "we have encountered problems filling sst tubes lot 9336042 expiry date 31/05/2021."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have encountered problems filling sst tubes lot 9336042 expiry date 31/05/2021."